Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during central processing, the grasping part of a prograsp forceps instrument was loose. There was no report of patient involvement.

Manufacturer narrative:
The prograsp forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the customer reported complaint. The instrument's jaws are manufactured to appear loose. This is their expected condition. Visual inspection was performed and found no physical damage. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.